Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the use of the autopulse device. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. If the autopulse did not compress or stopped compression, changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, manual CPR was performed for 10 minutes prior to the deployment of autopulse. The autopulse displayed error message upon powering up and did not provide compression. The physician immediately stopped the use of the autopusle and reverted to manual CPR. Manual CPR was performed for 30 minutes until the patient was pronounced dead. Return of spontaneous circulation (rosc) was never achieved. The short transition from autopulse to manual CPR is unlikely to negatively impact the patient outcome. The cause of patient's death was likely to be cardiac arrest. Mortality of out of hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca.

Event description:
It was reported that the autopulse platform (sn: (B)(4) was used on a (B)(6) years of old male patient who collapsed suddenly and experienced cardio-pulmonary arrest. Manual CPR was performed for 10 minutes while the patient was getting transported by ambulance. Upon arrival at the hospital, the patient was laid down onto the platform then the lifeband was lifted up to its fullest extension and the autopulse was powered on. The lifeband did not retract and error message ua45 (not at "home" position after power-on/restart) was displayed. The physician immediately stopped the use of the autopulse and reverted to manual CPR. Manual CPR was performed for 30 minutes until the patient was pronounced dead. Rosc (return of spontaneous circulation) was never achieved. Customer did not see any signs or symptoms of trauma. The physician indicated that since the patient experienced out-of-hospital cardio-pulmonary arrest, there is no causal relationship between the patient outcome of death and the device.